Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. During testing, the unit displayed error code c33 at startup, and the generator logs recorded codes c00 and mb1. The probable cause of error c00 is attributed to a faulty electrical component inside the iesu.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error c33 occurred against the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended using another power socket and rebooting the erbe generator, which did not resolve the issue. The tse recommended using a force triad generator for the procedure. The site found a 3rd party generator to complete the procedure as planned. There were no reports of patient involvement.